Event description:
It was reported a patient underwent a revision procedure approximately one month post implantation due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42502806601, femur trabecular metal cruciate retaining (cr) standard porous, unknown. 42530007501, natural tibia trabecular metal two-peg porous fixed bearing left size f, unknown. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was further reported that the patient's knee was unstable and they subsequently underwent a revision procedure where a thicker insert was implanted to stabilize the knee. There were no contributing conditions. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 42502806601 - femur trabecular metal cruciate retaining (cr) standard porous - 64681593 42530007501 - natural tibia trabecular metal two-peg porous fixed bearing left size f - 64533083. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.